Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose levels. The customer blood glucose levels was 25 mmol/l and current blood glucose was 20.2 mmol/l. It was reported that the customer had high pressure test was passed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.